Event description:
It was reported that an ilet pump with a shattered, unusable screen was discovered after being dropped, resulting in trouble using the device; the issue was characterized as a device fracture involving the touchscreen, and a replacement was processed. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with a fractured touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.

Manufacturer narrative:
Initial.